Event description:
It was reported that an asymptomatic patient was presented to the clinic, and upon interrogation, the right ventricular lead exhibited noise reversion episodes. It was noted that the ventricular autosense had made the device oversense. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.